Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that shortly after implant, the physician was unable to connect to the ipg. As result, surgical intervention was taken to replace the ipg.

Manufacturer narrative:
Communication with the device had been attempted. The device had been previously programmed out of ship state on (B)(6) 2019 and placed in MRI mode. If a programmer was then utilized that had not been previously paired to the implantable pulse generator (ipg) prior to the ipg being placed into MRI mode, any attempts to communicate with the implanted ipg would be inhibited as the device will not go into a bondable state due to the magnet function being disabled. A bond must be created between an (B)(4) programmer and the ipg. This bond is created using the ipg magnet function. After setting the device mode to normal by exiting MRI mode using the uep tool, a follow attempt to pair the ipg to an (B)(4) clinician programmer was successful. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.